Event description:
It was reported that the surgeon inserted a competitor's lens and the lens was torn during insertion. The incision was enlarged to remove the lens and another iol was successfully implanted. Three sutures were required to close the wound. The reporter stated the incident was caused by the injector.

Manufacturer narrative:
A lot order search was performed on the injector and there were no similar complaints found.